Event description:
The customer reported via phone call that they received a button error alarm when attempting to bolus. Customer also reported the numbers on the insulin pump began to increase without input from the user. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Button error alarm due to corroded keypad trace. No scrolling numbers occurred and display anomaly noted. The insulin pump was received with cracked display window, cracked case at display window corners, and cracked reservoir tube lip.

Manufacturer narrative:
Button error alarm due to corroded keypad trace. No scrolling numbers display anomaly noted. Insulin pump received with cracked display window, cracked case at display window corners, cracked reservoir tube lip.